Event description:
It was reported that the patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to unknown reason. A new ipp was implanted. There were no patient adverse effects in relation to this event. Additional information was requested, however, it was not provided. No more information is available at the moment, additional information will be provided if it becomes available.